Manufacturer narrative:
Per manufacturer's investigation results: the product was sent to karl storz for examination. The fault description provided by the customer could not be confirmed. The technical examination did not reveal any malfunction of the product. The instructions for use (IFU) provide detailed guidance on the proper operation of the product and its functions. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the device doesn't turn on and consequently no image is shown during installation. No negative impact in state of health reported.

Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).